Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an autofill failure alarm every two hours. The femoral insertion site was difficult for them to control as the patient was very large with a large panus, and was moving about a lot in the bed. The patient continued to receive support between auto-fills. The customer planned to discuss repositioning or replacing the iab with the physician. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation - manager. Additional initial reporter - rio, ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).